Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corner, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported that the buttons on her insulin pump stopped working followed by a button error alarm. Customer stated that the insulin pump had recently been exposed to sweat. Blood glucose level was 192 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.